Event description:
According to the reporter: occurred during a laparoscopic lobectomy procedure. During the sequence of firings, from the second to the third reload, the manual stapling handle did not fire anymore. In order to resolve the issue and complete the case, changed the stapler. There was no patient harm. The patient outcome is alive, no injury. No reinforcement material used. Patient medical history: pulmonary neoplasia.